Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use in ¿instruction otv-s400 9.1 troubleshooting 9.2 troubleshooting guide¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a peeled rubber part on the rear cover packing and a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of the customer, the 4k autoclavable camera head displayed an e224 scope communication error code. The issue was found during preparation for use prior to a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.